Event description:
Foley catheter placed on (B)(6) 2014 difficulty. Today, nursing attempted to remove catheter and was unable to deflate balloon. Dr (B)(6) was called to consult. He also was unable to deflate the balloon. Pt was taken to the operating room for cystoscopy. Removal of retained foley catheter.